Event description:
The cgm was reading high mg/dl and the blood glucose reading was 29 mg/dl. The reported glucose values fall within the e zone of the parkes error grid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient's insulin pump automatically injected insulin due to high cgm readings. The patient passed out. The cgm was reading 150 mg/dl and the blood glucose reading was 29 mg/dl. The patient was treated in the hospital with IV fluid d51 and recovered after treatment. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.